Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the suction irrigator instrument came off and fell inside the patient. The customer stated the were going to retrieve the tip. However, as of the time of this report, it is unknown if the fragment was retrieved.

Manufacturer narrative:
The suction irrigator instrument has not been received for failure analysis evaluation.